Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in an automobile accident while wearing the insulin pump. The customer's blood glucose reading at time of call was 154mg/dl. The spouse stated that the customer's blood glucose was high when he arrived to the hospital, and he was under a lot of stress. The wife stated that the reservoir is damaged and the screen along the case as well. The wife changed the reservoir. No further information was provided.